Manufacturer narrative:
H4, b3, d4: lot number, and expiration date are unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was observed to have air. Per reporter the patient was able to successfully change disposable and continue infusion. The infusion was life-sustaining. Event occurred while in use with patient, the outcome of the event is resolved. No adverse patient effects were reported by the customer.